Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500, model: sc-2218-50, serial: (B)(6) and batch: (B)(6).

Event description:
It was reported that the patient experienced inadequate pain relief and non-target stimulation. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility.